Event description:
While torquing the device the hub fell off. The hub disconnected from the strain relief portion of the catheter. The target lesion location is unknown. The characteristics of the vessel are unknown. The product was properly inspected and prepped and no anomalies were noted. Once it was inserted into the sheath a kink was noted in the body of the catheter. Once torquing begain to align the catheter with the vessel, the hub broke off from the strain relief. It was then removed without any patient injury. The lesion was treated with another device.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.